Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with an unspecified injection and infusion anti-inflammatory drug (drug name, dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, pd therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient had recovered. No additional information is available.